Event description:
A us distributor contacted zoll to report that a patient developed a heat rash on his stomach and underneath breast. The area was open, but has since cleared. There was no alleged device malfunction contributing to the irritation. Patient was prescribed nystatin ointment by a physician. Follow up indicated that the rash is clearing up.